Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing resulting in greater than 2 seconds of asystole, loss of capture and an increase in pacing impedances. This patient underwent a revision procedure and this product was surgically capped and abandoned. It was alleged that this lead had fractured; however, a visual fracture was not observed during the revision procedure. No further complications or adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.